Manufacturer narrative:
Section b6: update: bilateral capsulectomy, removal of intact silicone gel implants, re-augmentation with smooth round silicone gel-filled implants confirmed right periprosthetic late onset seroma.

Event description:
Update: bilateral capsulectomy, removal of intact silicone gel implants, re-augmentation with smooth round silicone gel-filled implants confirmed right periprosthetic late onset seroma.

Event description:
Patient presented with unilateral right breast enlargement, late forming seroma.